Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the programmer's stylus was non-functional. It was also indicated that the upper and lower case handles were cracked/dented and contaminated. It was also indicated that the media bay door was damaged and both eject levers were broken. It was also indicated that the power supply, analyzer bay, display flex, analyzer bay flex, and printer flex were contaminated. The programmer was to be scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.